Manufacturer narrative:
(B)(4). Dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent surgery to treat stress urinary incontinence on (B)(6) 2006 and mesh was implanted. The patient experienced erosion, physical pain, dyypareunia, and additional impairments, and will require additional medical treatments.

Manufacturer narrative:
Date sent to FDA: 06/30/2016.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 to treat stress urinary incontinence and mesh was implanted concurrently with pelviscopic lysis of adhesions. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary/bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring. The patient also experienced physical pain, dyypareunia, and additional impairments, and will require additional medical treatments. It was reported that the patient underwent pelviscopic lysis of adhesions, & aspiration of left ovarian cyst on (B)(6) 2010 due to right lower quadrant pain and left ovarian cyst. It was reported that the patient underwent removal of eroding mesh and bladder repair on (B)(6) 2012 due to mesh erosion and adhesions. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.